Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a gradual increase in pacing lead impedance was observed. The lead will be monitored.